Event description:
During an unk procedure, the surgeons say the device has been nisfiring regularly. Probelms include jamming, scissoring and/or not forming properly, no pt consequences. Three devices returning.